Event description:
It was reported that the customer experienced a high blood glucose level, reaching 400 mg/dl, measured by both a cgm and a bg meter. The customer attempted to correct this with a bolus via the pump, and there was no adverse impact to the customer's blood glucose level beyond the reported value. Technical support tried to assist the customer with filling the tubing, but the customer did not understand the instructions, leading to an attempt to involve an adult for assistance. However, the grandmother refused to communicate, and the call ended. Follow-up was attempted via email, and the case was closed by technical support.